Event description:
Dynatherm in use on pt's right hand for pt warmth during her surgery (abdominoplasty and breast reduction). 4 hr case. Good seal made, no pressure points noted, machine never alarmed during case. Pt stable throughout surgery. Redness noted to palm in pacu. Now a fluid fitted blister measuring 4 1/2 cm x 3cm, 1 1/2cm thick, possible thermal burn.